Event description:
It was reported, the pt has been experiencing difficulty receiving adequate coverage due to the programmer button functioning improperly. A new programmer was sent to the pt to help resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.